Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, (B)(4) states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, and/or excessive, unusual and/or awkward movement and/or activity". (B)(4).

Event description:
It was reported that patient underwent knee procedure on (B)(6) 2011. Subsequently, radiographs taken in preparation for a prosthesis lengthening procedure confirmed that the locking pin had backed out and was contained within the soft tissue. During the leg lengthening procedure on (B)(6) 2011, the locking pin was removed and replaced with a new locking pin component.